Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer tried to treat with a bolus from the insulin pump but received a no delivery alarm. The customer indicated having symptoms consistent with high blood glucose levels including dehydration and nausea. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to remove the infusion set and check the cannula. The customer reported that the cannula of the infusion set was not bent. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.